Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed cassette not attached properly during testing. There was no patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Battery compartment is cracked, dso (downstream occlusion) and uso (upstream occlusion) seals are delaminated. Functional testing performed. Could not confirm customers complaint during cassette test. The pump recognized the cassette when it was attached. Upon further investigation, found that the motor odometer has reached 10,271,467 rotations. Replaced the battery compartment, springs, pogo contacts, separators, gaskets, insulator, downstream and upstream occlusion seals, motor, hub gear, keypad and labels. Updated software. Reset the motor odometer to 0. Performed dso/uso sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.